Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a bent grip. The tip did not align with the other grip. The customer reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of difficulty applying a clip is attributed to misaligned grips leading to a loss of functionality. Common causes of the bent instrument grip is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This complaint is considered a reportable malfunction due to the following conclusion: the clip applier instrument incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while attempting to clip a vessel/tissue bundle using a medium-large clip applier instrument, the clip on the instrument would not release. There was no apparent damage to the patient due to the reported issue. The procedure was completed with no reported injury.